Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. It was also reported that a minimum fill notification occurred. A new cartridge was loaded to resolve the issue. The customer's blood glucose was 160 mg/dl.